Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. The pendant showed still booting. The medtronic representative replaced intermittent ethernet switch, reloaded imaging system software 3.1.6. And reloaded firmware on pendant. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement and reloaded software/firmware. Hardware investigation of the ethernet switch was unable to confirm reported problem "intermittent power." Power supply returned with switch was new. Applied power to switch and did not observe intermittent power loss over the course of 3 days. No problem found. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported a communication error when the site was trying to boot up the imaging system. There was no patient present when this issue was identified. No further details regarding this issue were provided.